Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer;s family member reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 582 mg/dl,583 mg/dl at the time of incident. Customer reported they did not wish to contact their health care professional regarding the high blood glucose. Customer stated infusion set had leak. Customer stated location of leak was liquid on the tape of set and whole set. The device will not be returned for analysis.